Manufacturer narrative:
Document review: versafitcup cc hc uhmwpe liner: ref. 01.26.3648hct / lot 136296 ((B)(4) liners produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. (B)(4) liners belonging to this lot have been already sold without any other similar incident. Versafitcup cc trio shell cementless size 60 (k103352): ref. 01.26.45.0060 / lot 113175 ((B)(4) cups produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. (B)(4) cups belonging to this lot have been already sold without any other similar incident. Ceramic ball head 36 s, manufactured by ceramtec (B)(4) and distributed by (B)(4) (not FDA cleared): code 38.49.7179.275.00 lot 7010892072: medacta bought (B)(4) heads and sold (B)(4) of them, without any other similar incident, ceramtec confirmed that their batch record was ok, including sterilization documents. From the information collected, there are no evidences that the infection is device related.

Event description:
Ref importer report (B)(4).